Manufacturer narrative:
A customer from outside the united states reported observation of depressed atellica im alpha fetoprotein (afp) results which were discordant relative to clinical history and testing following dilution. Siemens is investigating.

Event description:
The customer reports observation of depressed atellica im alpha fetoprotein (afp) results which were discordant relative to clinical history and testing following dilution when using afp kit lot 288. Discordant afp results were observed for a 61-year-old male patient under treatment for hepatocellular carcinoma. The patient had last been tested at this facility in (B)(6) 2025, when the afp result was very high (260,000 ng/ml); since that time, testing was performed at a private laboratory, where all results were >60,000 ng/ml. When tested using atellica im afp lot 288, this patient¿s sample produced a much lower result of 781.3 ng/ml (within assay measurement range). The physician questioned the result, and additional testing was performed. Upon repeat, a similar result was obtained. Additional testing using both on-board and manual dilutions of the sample produced results above the assay¿s measuring interval (>1000 ng/ml). Ultimately, using a combination of 200-fold manual dilution with 200-fold on-board dilution, a very high result was determined. The result pattern was consistent with high-dose hook effect, as described in the assay¿s instructions for use, with a sample concentration well beyond the indicated upper limit of 460,000 ng/ml. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.

Manufacturer narrative:
A customer from outside the united states reports observation of depressed atellica im alpha fetoprotein (afp) results which were discordant relative to clinical history and testing following dilution. Update, 05-mar-2026: siemens has concluded the investigation. The customer observed erroneously depressed results for an undiluted sample which produced an exceptionally high result (1,457,000 ng/ml) following sufficient dilution. Assay quality control (qc) and calibrations were reviewed for the site, and all results were acceptable, which indicates the absence of a general reagent issue. The customer¿s observation is consistent with ¿high-dose hook effect¿, which is addressed in the assay¿s instructions for use (IFU). According to the IFU: ¿high afp concentrations can cause a paradoxical decrease in the rlus (high-dose hook effect). In this assay, patient samples with afp concentrations as high as 460,000 ng/ml (381,800 iu/ml) will report > 1,000.0 ng/ml (830.00 iu/ml).¿ as the sample in question has a concentration much higher than 460,000 ng/ml, it exceeds the hook claim for the assay, and a paradoxical result within assay measuring range (<1,000 ng/ml) was produced. The customer is fully operational without interruption following this sample-specific issue. No product problem was identified. Notes: 1) in section e1, customer information has been added. 2) in section h6, the codes for investigation findings and investigation conclusions have been updated.